Event description:
It was reproted that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was 206 mg/dl. The customer stated that the crack is on the bolus button to the screen; and a scratch on the opposite of the screen. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
No cracked button/screen noted on the insulin pump, it had scratched buttons overlay and scratched case around display window. The bolus delivery functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.